Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils that appeared to be misplaced with the right coil being completely within the uterine serosa, possibly perforated through the serosa') and embedded device ('the left coil also appeared to not be in the tube, but was deeper into the myometrium pushing out on the myometrium') in an adult female patient who had essure (batch no. 627313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have a pregnancy with contraceptive device ("she had a prior essure tubal ligation performed then became pregnant after this"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, menorrhagia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered embedded device, menorrhagia, pregnancy with contraceptive device and uterine perforation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils that appeared to be misplaced with the right coil being completely within the uterine serosa, possibly perforated through the serosa') and embedded device ('the left coil also appeared to not be in the tube, but was deeper into the myometrium pushing out on the myometrium') in an adult female patient who had essure (batch no. 627313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have a pregnancy with contraceptive device ("she had a prior essure tubal ligation performed then became pregnant after this"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on 20-jan-2019. At the time of the report, the uterine perforation, embedded device, menorrhagia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered embedded device, menorrhagia, pregnancy with contraceptive device and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint.. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.